Manufacturer narrative:
H4: device manufacture date, corrected manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported drop in hemoglobin could not be conclusively established. Additionally, a review of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. Evaluation of the submitted log file confirmed elevations in power and flow values on (B)(6) 2024 and (B)(6) 2024. These elevations did not occur at times when pi was elevated. No other notable fluctuations in pump parameters were observed. A specific cause for the elevations cannot be conclusively determined through this evaluation. No notable alarms were captured. The pump appeared to function as intended at the fixed speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm ii lvas, serial number (B)(6) with no further issues reported at this time. No product is available for investigation. The hm ii lvas instructions for use explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of hm ii lvas. Section 1 also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR: 2916596-2024-06166, 2916596-2024-05174 no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the emergency department due to a drop in hemoglobin (hg) from 8.0 to 6.7. It was noted that this patient has had at least 3 recent admissions related to hemoptysis or other gastrointestinal bleed (gib) related symptoms. When reviewing the event log file, the customer noted two instances of an increase in flow and power that did not register as a pulsatility index event. It was not captured in the hazard event log files but could be seen on the event log files during interrogation. Log files were sent for review. A spike in power and flow values on 02sep2024 and 04sep2024 were noted. The power and flow then returned to baseline values. The log file captured routine events, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) and peripheral equipment were functioning as intended.